Manufacturer narrative:
Final analysis of the stimulator revealed the battery was permanently damaged due to overdischarge.

Manufacturer narrative:
Concomitant medical products: lead model 39565-30 serial#(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; antenna model 37092 lot# 221340003; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).

Event description:
It was reported that the patient was having coupling issues due to a suspected overdischarge of the implantable neurostimulator(ins). Patient compliance was noted as the primary reason for overdischarge. Five to six physician mode recharges were attempted but did not result in a normal charging screen. It was suspected that the device may have flipped. The last time the patient charged the ins or felt stimulation was 1-2 months ago. An antenna locator was unsuccessfully used [3 times] to place the ins into a power on reset condition. Subsequently, the patient had their ins replaced. No information in regards to the patient's condition was reported. If additional information becomes available, a follow-up report will be sent.